Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 13 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay from two different lot #s. The customer reported that they observed influenza a positive results from (B)(6) 2021 for 13 patients¿ samples when tested and analyzed on the cobas® liat® system s/n (B)(4) that were initially influenza a negative with the sophia antigen test. Patients¿ samples were collected using nasopharyngeal in remel m4 r12550 viral transport media collection kit. No harm or injury was indicated. The results were not reported out to the patients and/or personnel treating the patients. Thirteen (13) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
After reviewing the curves of the runs alleged, true amplification can be observed for flu a. There are no signs of a product problem or a system-related issue as the analyzer is performing as expected. The discrepancy between the liat scfa assay and the sophia antigen test may be due to the difference in sensitivity and detection technology of the tests. (B)(4).